Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was being driven to the hospital this morning due to having high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose level was 500 mg/dl. Customer has been high for 3 to 4 days. Customer also had a no delivery alarm on the first day that she had high blood glucose levels. Customer removed the pump and has not been back on it since. Customer's mother did not have time to speak. No additional information provided.